Event description:
It was reported that pacing impedance was too high and out of range and the pacing thresholds increased. The lead was explanted and replaced approx. 38 months after the implantation. Please note that the incident was already reported by the health facility. The serial number in that report was mistaken. Solia t 60, sn 8000428942 was implanted during the procedure.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 50 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the lead tip was found covered in fibrotic growth. Calcifications are known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the clinical observations. Furthermore, cuts into the insulation were found 34 cm proximal to the lead tip, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.